Event description:
It was reported that during surgery, the femoral implant impactor broke while impacting, nothing was left in patient and no patient injury was reported.

Manufacturer narrative:
The device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. Corrective actions have been previously implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The device in this complaint were manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.